Event description:
The doctor claims that the graft, implanted as an aorto-frmoral bypass, had a hole in the bifurcation area from which leaked a "small" smount of blood(quantity unknown and unattainable.) The doctor elected to leave the graft in without repairing the hole or stopping the leak. The procedure outcome and pt's condition is not available at this time. Note: on 2/14/2000, co learned that the hosp had voluntarily reported this incident to the FDA under access number 2030167000-2000-14 and that the hole was repaired prior to finishing the surgery.